Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed a falsely decreased axsym ultrasensitive htsh ii result. The customer provided the following results (uiu/ml): initial: >100, retest 0.6. The specimen was tested using another method at a different laboratory generating a result of approximately 80. No adverse impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device in question was changed from the axsym ultrasensitive htsh ii assay, list number 01l73-20, to the abbott axsym analyzer, list number 07a83. This changes the manufacturing location. MDR 1628664-2014-00119 has been submitted and all further information will be documented under that MDR number. An evaluation is in-process.